Event description:
It was reported that the plunger was rough to move and seemed like it has been dropped. There was no patient involvement, and no patient harm/adverse event reported. Analysis of the device found a failed occlusion test due to the plunger head being broken.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: one pump was returned for analysis in used condition. Visual inspection found there was a crack on the top case, bottom case and plunger case. Review of the event history log found, "check syringe plunger sensor." Functional testing found a failed occlusion test due to the plunger head being broken. The plunger case was broken due to being dropped by customer. The plunger assembly was replaced along with the force sensor, plunger head mount, top case, dowel pin, bottom case, stepper motor, lead screw, left clutch, and right clutch.